Event description:
It was reported the device was not getting power. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This complaint has been deemed a duplicate of pr 3911661 already reported on MDR number 3030677-2023-04222.

Event description:
This complaint has been deemed a duplicate of pr 3911661 already reported on MDR number 3030677-2023-04222.